Manufacturer narrative:
The customer¿s report of an IV set "broken at the connection port" -- separation of the nut on the male luer from the luer tip -- was confirmed based on the condition of the set when received. Visual inspection noted that there were no holes or tears on the tubing. The nut of the male luer was separated and received with the set. There were no cracks, crazing, tool marks or breaks observed on the nut or the male luer tip. There were no other anomalies observed. Functional testing was not performed as the failure mode was evident upon observation. Dimensional testing was performed and the luer step was found to be 0.07mm below the lowest tolerance. All other measurements were within specification. The root cause of the "broken" IV set was identified as a luer step that was out of specification; a supplier quality issue.

Event description:
The customer reported that an IV tubing set that was connected to a patient was discovered to be broken at the connection port. The medication bag and IV tubing set were removed from the patient. The nurse obtained a new medication bag and IV tubing set, and recommenced the infusion without delay. The customer reported no harm to the patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.